Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient ins was moving and lack of symptoms relief. It was further explained that ins was twisting and turning and sometimes if they lean against something they would have throbbing pain and the device was sticking out. Patient also reported that it started from the beginning and that it had a lot of fluid around it and when the leaned on the back of the chair the wound was leaking. Patient explained that they had no pain unless they stepped into the car from the standing to sitting to leaning position and that is when they felt the pain from the device and that they could touch the device and squeezed it and could even get their finger under it. Patient also mentioned that they had bronchitis and was bending yesterday and coughing and had a lot of pain, but says she is taking medication for the bronchitis and were getting better. And that the symptoms were worse than before and fluid had not settled down. No further complications were noted or anticipated